Manufacturer narrative:
Summary of investigation: there are seven previous complaints of this code batch, for the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 6 open race-packs (contaminated), no aluminum pack, needle detached from thread and thread still wound on pack. Without closed samples a proper analysis cannot be performed. However, considering that we have received 6 open samples detached and still wound on the pack, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: considering that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (vet) reported that the needles were not crimped to the threads. Before use.